Event description:
The customer reported to baxter (B)(4) of a micro-infusion manifold in which the septum was inverted when a cannula was connected. The event occurred during infusion. A patient was involved, but there is no report of patient/user injury or medical intervention was needed in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: an actual sample was submitted for evaluation. A visual examination of the sample revealed that the septum on the manifold was inverted and confirmed the reported condition of "the septum was inverted when a cannula was connected." The root cause of this condition was not determined.

Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. If the sample is received or additional information becomes available, a follow-up report will be submitted. A batch review cannot be performed since there was no lot number provided. This device is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number.